Event description:
The patient reported hearing a buzzing sound and feeling a tingling in the device area. The device was to be replaced soon due to low battery. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported hearing a buzzing sound and feeling a tingling in the device area. The device was to be replaced soon due to low battery. No patient complications have been reported as a result of this event. The device was later replaced due to eri (elective replacement indicator).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.